Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient experienced bacteremia and skin sores. Four months later, the pacemaker and leads were explanted on (B)(6) 2018. No further information was provided.